Manufacturer narrative:
Follow up report for additional information not known at the time of original report such as investigation type, findings, and conclusions.

Event description:
Follow up report for cc2020-085-ir; MFR report.

Event description:
Pta case in which the physician used three 12x4 first choice balloons all of which experienced issues. One burst, one leaked, and one came apart where it connects to the syringe. This report focuses on the device that came apart where it connects at the syringe. All three devices had the same lot number and expiration date (lot3 22001203, exp- 6/2/23).